Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. H.11 corrected data: the aia-2000 instrument, serial number (B)(4), was installed at the customer's account on 31-may-2018. A complaint history review and service history review for similar complaints was performed from 31-may-2017 through aware date 26-jan-2018. There were no other similar complaints identified during the searched period.

Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) adjusted and repositioned the cup sorter door hinges to correct the 0010 test cup sorter door open error message. The fse verified proper sorter door operation. The customer proceeded to run quality controls, which passed. No further action was required by the fse. The aia-2000 instrument was functioning as intended. The aia-2000 instrument, serial number (B)(4), was installed at the customer's account on (B)(6) 2018. A complaint history review and service history review for similar complaints was performed from (B)(6) 2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual under a4. Appendix 4: error messages, states the following: 0010 test cup sorter door open cause: task execution was suspended because the test cup sorter was determined to be open during operation. Solution: close the test cup sorter door. Operation will then resume. The most probable cause of the reported event was due to the cup sorter door hinges needing adjustment.

Event description:
On (B)(6) 2018, a customer reported getting 0010 test cup sorter door open error message on the aia-2000 instrument. The customer requested service in order to further investigate the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for estradiol (e2), progesterone (prog), and luteinizing hormone (lhii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.